Manufacturer narrative:
Summary of evaluation: the examination results verified the reported event. A design change was incorporated in 09/1996 to reduce or eliminate this "snug" condition. The component of this event was manufactured in 07/1992.

Event description:
It was hard to move the head within the bipolar cup. Another cup was available and was used successfully. There was no adverse consequence for the pt.